Event description:
It was reported that the right ventricular (rv) lead was had noise, high impedance, oversensing, and possbily fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on 2014-(B)(4) for sensing integrity counter (sic) greater than thirty in three days and two or more high rate nst episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range.rv pacing impedance measured 4047 ohms. This increased from a trend of approximately 450 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning 2014-(B)(4), ventricular sic up to 2202 and observed vt-ns episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.